Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The actual device involved in the reported incident was not returned for evaluation. Without the actual sample a thorough sample analysis could not be performed and no specific conclusions can be drawn. Retained units for batch 0061684970 were inspected per specification, and no foreign material or additional defects were noted. No foreign material was noted inside the packaging or within the pin itself.   Review of the discrepancy management system (dsms) database performed for the reported lot number revealed no abnormalities or non-conformances noted during in process or final product inspection. If additional pertinent information becomes available a follow-up report will be filed.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The device involved has not been received for evaluation and the investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: description of issue: over the last 4 weeks, multiple reports of foreign material in the solution when using the dispensing pin. White elongated shavings observed in the solution, 2 incidents of what appeared to be coring piece from the bag itself in the solution and 1 incident of coring from the vial connected to the dispensing pin in the solution. When the clinician remove the dispensing pin from the bag, it looks visibly damaged. Additional information provided. "We have done some more research and it appears that these white particulates only appear when we spike the fluid with this non-vented dispensing pin. When we pump various fluid bags, none have been found to contain a similar particulate. As stated, we have adjusted methods, and are spiking these bags as a syringe would be inserted into a vial or port. Bevel up, then directly in - no twisting. However, this technique has not eliminated the problem." No injury reported.